Manufacturer narrative:
Block h6: medical device problem code a22 captures the reportable event of band fell off varix. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with three bands attached. The trip wire returned unloaded from the handle assembly and it was attached to the suture thread. Additionally, the suture thread was intact. Further examination showed that the ligator head teeth and suture hole did not present any issues. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was could not be confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, a band had been deployed; however, it did not remain and was removed from the tissue. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, a band had been deployed; however, it did not remain and was removed from the tissue. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.